Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device was removed from the colon? Was the device cut off? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the device stay blocked (in pressure) without cutting. Extension of the procedure more than 30 minutes. To finish the procedure, the surgeon stayed on coeli but he had have difficult to go out the device. Use of another device.

Manufacturer narrative:
(B)(4). Batch # r5ad34. Device analysis: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. However, the knife was noted to be bent. No functional test was performed due the condition of the knife. The damaged on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number r5ad34, and no non-conformances were identified.